Manufacturer narrative:
The device has been received and device evaluation anticipated, but not yet begun. Upon completion of the device evaluation a supplemental report will be filed.

Event description:
Medtronic received information that during coiling treatment of an aneurysm, this coil would not detach with two instant detachers. It was reported that this coil was the last coil in the procedure to finish the intervention. Three attempts were made with the instant detacher but the coil did not detach. This instant detacher was used successfully with the prior coils. A new instant detacher was used, but the coil did not attach after 3 attempts. The decision was made to remove the coil and leave the aneurysm without this last coil. The manual detachment method (breaking the hypotube method; an alternative method presented in the instructions for use) because it was the last coil and the site preferred not to move anything. There was no patient injury reported.

Manufacturer narrative:
Device evaluated - additional information. Evaluation codes - additional information, device evaluation. Additional manufacturer narrative - additional information, device evaluation the axium prime coil was returned for evaluation. As received, the tack weld replacement (twr) crimps were found to be broken. The pushwire was found to be intact distal to the break indicator at the manual detachment location. The pushwire was found to be bent at approximately 152.7cm from the proximal end within the introducer sheath. The implant coil appeared to be in good condition and attached to the pushwire within the introducer sheath. The implant coil was pushed out from the introducer sheath for further evaluation. Under the microscope, the implant coil was found to be in good condition and attached to the pushwire with the coin against the lumen stop and with the shield coil present. All other subassemblies appeared to be normal and no other anomalies were observed. During testing, the pushwire was intentionally broken distal to the break indicator and the release wire was pulled back successfully detaching the implant coil. The detach element was in good shape and the detachment ball was measured to be within specification. The release wire was then pulled out from the hypotube at the broken location for evaluation of the coin. The coin was measured in three locations and was found to be within specifications. The inner diameter of the lumen stop and the inner diameter of the retainer ring were found to be visually acceptable. The lumen stop inner diameter (ID) and retainer ring inner diameter (ID) measured and found to be within specification. Based on the axium prime coil analysis, the report of non-detachment was confirmed. The axium prime coil was returned with the implant coil still attached. The cause for the difficulty during detachment of the implant coil with the instant detachers could not be determined. The instant detachers were not returned; therefore, any contributing factors from the instant detachers could not be assessed. The twr crimps were found to be broken. The twr crimps were likely broken successfully with the use of one of the instant detachers. Although the customer reported no damage to the pushwire, it is possible that the bend in the pushwire prevented the release wire from pulling back, preventing detachment of the implant coil from the pushwire. All parts of the pushwire which could affect detachment of the implant coil from the pushwire were found to be within specification, and the implant coil successfully detached from the pushwire by the manual method of detachment. It could not be determined if the axium prime coil met specifications due to its damaged condition; however, all coils are 100% inspected for damages and irregularities during manufacture. The axium prime detachable coil and i.d. (Instant detacher) instructions for use (IFU) provides the following guidance: warnings: ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU." If information is provided in the future, a supplemental report will be issued.